Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode and there were concerns over possible premature battery depletion. The patient reported feeling the pacing due to unipolar configuration and felt pre-syncopal. The clinic was informed by the field representative that the parameters around safety mode were not programmable and a revision procedure was scheduled. The crt-p was explanted the following day. A new crt-p device was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode and there were concerns over possible premature battery depletion. The patient reported feeling the pacing due to unipolar configuration and felt pre-syncopal. The clinic was informed by the field representative that the parameters around safety mode were not programmable and a revision procedure was scheduled. The crt-p was explanted the following day. A new crt-p device was successfully implanted and no additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.